Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a supply change the insulin did not move through the infusion tubing, drops did not appear during the fill process, the user reached approximately 125 units on the press-and-hold step, and an ¿unable to proceed¿ alert occurred; the user changed the tubing and was then able to complete the supply change. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included troubleshooting and education with the user. Investigation of this case revealed an ¿unable to proceed¿ alert during fill tubing consistent with an occlusion during the supply change, which was resolved by replacing the tubing; lot information was unavailable. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.